Event description:
I use the dexcom g7 receiver. I've been using dexcom cgm 6 and now 7 for 5 years. The dexcom g7 receiver has proven to be of poor-quality design. On (B)(6) my receiver failed. It was less than one year old. A replacement was expedited and I had it on (B)(6). Yesterday, (B)(6), that receiver failed. Since it was a friday, the soonest it will arrive is tuesday or wednesday. I am disappointed in dexcom and unable to adequately track my glucose due to work responsibilities. I depend on the cgm. Diabetes has resulted in my being physically disabled. To avoid further degeneration of those conditions I ensure I have a good glucose reading. These cgm disruptions due to a receiver that doesn't appear durable or capable of being replaced in an expedited way (it is a warranty replacement) is concerning. I bring this to your attention for awareness. Dexcom seems most concerned about marketing and tech. They need to focus more on product durability and expedited replacement of warranty items. Thank you, (B)(6). Device: 1506, 3023. Patient: 4580. Reference reports: mw5178293.